Event description:
A customer reported to baxter (B)(4) a clearlink y-type extension set that had been pulling apart with use. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.